Event description:
It was reported that the transmission summary showed a capture management warning when there were no elevated capture thresholds. The device adjusted a greater safety margin than programmed. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.